Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was noted to be depleting quickly. The pump reportedly shut off due to low battery charge. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer was able to clear the malfunction and resume insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer would use manual injections as alternate insulin therapy.

Event description:
It was reported that the pump had shut off unexpectedly. The customer was able to turn the pump back on. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer was able to clear the alarm and resume insulin delivery. During a review of the pump data, tandem technical support discovered that the pump battery depleted from 35-0% the night prior to the reported issues. Reportedly, the customer has manual injections available as alternate insulin therapy.